Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that r wave amplitude variation was observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.